Event description:
It was reported that during training on clinical placement with bd vacutainer® eclipse¿ blood collection needle the user received a needlestick injury. The following information was provided by the initial reporter: a pathology student on clinical placement was using a bd vacutainer eclipse blood collection needle and sustained an nsi. The student was being supervised by a permanent senior staff member who attempted to explain how the safety mechanism works. The student was not quite sure of the process and kept bringing one hand to the other hand with the sharp and sustained the injury. The pathology manager followed the hospital protocol for reporting nsi's and no medical intervention was needed. The student was only on placement for a week and has been referred to a local gp for follow-up if required.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.